Manufacturer narrative:
(B)(4) (thread damage). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: herniation between l3 and l4 due to adjacent segmental disorder after "plf" surgery at l4/5 procedure: revision surgery was performed for extention levels at l3 after "plf" surgery at l4-5 it was reported that, intra-op, the surgeon tried to replace a crosslink because after placing a rod, he implanted the crosslink between l4 and l5 but the implanted crosslink appeared to be too high to close the incision. So the surgeon decided to remove it but its thread was stripped during removing, it could not be removed at all. Finally, the placed entire rod was removed reluctantly. Reason for revision: after "plf" surgery at l4/5, herniation was observed due to adjacent segmental disorder so revision surgery ("plf") was performed to extension levels. The products came in the contact with the patient. No patient complications were reported. No fragments remained in the patient. When removal, the set screw head of the crosslink rounded off and could not be removed. Another set screw of the crosslink was able to be removed with the same driver without any problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.